Event description:
On (B)(6) 2025 a patient underwent for a recanalization procedure using aspirex. During a recanalization procedure, the golden part of the wire tip was allegedly broken. It was further reported that the whisker shaped was allegedly stuck with the fuselage. Reportedly, wire remains inside the lumen. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter 80211_fa076467_231841_aspirex s 10f x 110cm. During physical investigation a catheter and a broken guide wire were received. The guide wire was found broken right at the golden tip of it. The golden tip was completely worn out. The test guide wire passed through the catheter with slight resistance. After flushing the catheter and running it in the water aspiration test was performed and nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported break. A clear root cause for these incidents could not be identified but break of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.